Event description:
It was reported the battery was depleted and the device was explanted and replaced. It was unknown if there was any troubleshooting performed. It was unknown if there was a product issue. The patient had loss of efficacy and reappearance of neuropathic pain. The patient had pain and less than 50% therapy relief at an unknown location. Additional information reported the physician considered the battery depletion to be premature.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the event end date was (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. It was noted that the ins battery had normal end of life and telemetry and output were okay.